Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alert was triggered for the out of range impedance and the rv lead dislodgement was observed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.